Manufacturer narrative:
Device evaluation summary device evaluation of belt (B)(4) has been completed. The reported problem (gonging alarms) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure and reported messages was isolated to an open rear pulse wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the patient using the electrode belt was experiencing gonging alarms.